Manufacturer narrative:
The reported device was not returned as it remains implanted. Atrial fibrillation (af) is a common arrhythmia in patients undergoing cardiac surgery, including valve replacement. It is a common pre-existing condition, can be associated with the procedure, or can be a progression of the patient¿s disease at some point in the post-operative period. Although a well-recognized complication of heart surgery, it is typically not related to the device, but the procedure or underlying cardiac disease. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards learned of a patient who experienced an arrhythmia/ conduction system injury (defect) after an implant duration of one (1) year, two (2) months. The patient underwent elective admission for ppm and avn ablation for tachy/brady syndrome with dyspnea and symptomatic bradycardia. The initial onset of atrial fibrillation was six (6) days post-op at which time the patient underwent cardioversion and did well for a brief period thereafter but began to decline due to disabling dyspnea. Ppm was implanted 14 months later.